Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for malignant pain and head/neck (non-malignant). It was reported that the rep was unable to communicate with the implantable neurostimulator (ins) and they alleged an overdischarge event. When the rep started a physician recharge mode (prm), she got the power on reset (por) message and started charging normally, but only had two coupling bars making it difficult to charge. The rep attempted the antenna locator (al) feature and got 38-50. This did not resolve the issues. In the end, the rep noted that they will discuss more with the doctor. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the ins was confirmed to be flipped. The poor coupling was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. It was reported that the patient had a pocket revision done on (B)(6) 2018 and the issues were resolved at the time of the report. There were no further complications reported or anticipated.